Event description:
It was reported that the patient experienced severe tricuspid valve regurgitation. On (B)(6) 2024, the patient underwent a right atrial (ra) and right ventricular (rv) lead extraction, placement of new epicardial lead and new ra lead, and a pacing system downgrade from an implantable cardioverter-defibrillator to a permanent pacemaker. It was noted that the left ventricular (lv) lead exhibited high threshold and was replaced with the epicardial lead. On (B)(6) 2024, the patient was brought to the hospital for a device upgrade to place a coronary sinus (cs) lead and to avoid crossing the newly clipped tricuspid valve. During the procedure, it was noted that the epicardial lv lead also exhibited relatively high capture threshold. The physician elected to use the epicardial lv lead in conjunction with the newly implanted cs lead in the upgraded bi-ventricular pacing system. The procedure was completed without further complications. Reference reports: mw5164954, mw5164955, mw51649556. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).